Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. However, dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a moderately tortuous mid right coronary artery (rca). A 2.0 x 10 mm non-abbott balloon catheter was used for pre-dilatation. A 2.75 x 38 mm xience prime stent was deployed. Post-dilatation was performed with a 3.0 x 10 mm non-abbott balloon catheter when a distal edge dissection was noted. A 2.75 x 18 mm xience prime stent was implanted to treat the dissection and successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.